Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted and replaced; "pump eviscerated through skin." The patient recovered without sequela. The drug used in the pump at the time of the event was lioresal.